Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on november 13, 2015. Upon further investigation of the reported event, the following information is new and/or changed. A second follow up shall be submitted upon receipt of additional information and/or completion of the investigation. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo cardiovascular systems corporation has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. Product code: 02296. (B)(4). Conclusions: conclusion not yet available-evaluation in progress. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during the vein harvesting procedure, the plastic part of the harvester tip broke off and could not be located and may remain in the tunnel. Reportedly, the patient was described as "ok" by the user facility. The device was changed out and the procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 16, 2015. (B)(4). The returned sample was visually inspected up on receipt and it was confirmed that the tip broke off of the device. The lot number of the affected device was not provided, and a review of the device history records could not be performed. All v cutter tips undergo visual inspections for cracks during the manufacturing process. Although a definitive root cause could not be determined, it is possible that the v-cutter tip was flapped when a physical load was applied, causing the tip to break off. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.